Manufacturer narrative:
A gehc biomed performed a checkout of the equipment. The display board was replaced.

Event description:
The hospital reported that, during the preoperative checkout, the unit had a system malfunction. There was no report of patient involvement.